Manufacturer narrative:
Conclusion of cer 109773: defective ambient valve. Replacement of the valve. The alarm disappears when the tightness test is completed successfully. Device passed all tests and works again.

Event description:
The following was reported to hamilton medical ag: "release valve defect" message after tightness test.